Event description:
Patient in bariatric bed with mattress inflated to wide position. The braces under the mattress were not extended to support the inflated mattress on the left edge leaving 12" unsupported. Black wedges were placed between patient and side railing to prevent her from falling into the unsupported space by the railing.